Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01201-000. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 06/01/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
The authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.